Event description:
It was reported that a pericardial effusion occurred. During a watchman left atrial appendage closure (laac) procedure to treat atrial fibrillation (a fib), a versacross connect kit was selected for use. The patient aneurysmal septum was noted via pre- transesophageal echocardiogram (tee) imaging. The transseptal puncture location was inferior and mid and it was performed successfully. It very difficult getting the watchman sheath into left atrium due to aneurysmal septum (a very large tent at step up from dilator to sheath). The first watchman 31mm closure device did not meet release criteria and hence the physician downsized to 24mm which was then released into the left atrial appendage (laa). Final effusion sweep was performed, which identified a trace pericardial effusion near the right and left ventricle that wasn't present at baseline. The patient was monitored for 30 minutes, but the pericardial effusion did not change. The patient was sent to the cardiac care unit (ccu). A tte was performed, and the pericardial effusion looked large according to the physician. Four hourhs post procedure, the pericardial effusion was tapped. The patient was hospitalized in cardiothoracic unit (ctu). The current patient status is unknown. The device is not expected to be returned for analysis. In the physician's opinion, the devices contributed to the patient complications. The physician added that it happened at some point during the watchman procedure and may not be specifically during the actual implant. The patient was not under warfarin at the time.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.